Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000503, serial/lot #: -, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was noted that there was no patient involved. The issue was reported to the manufacturer rep resentative (rep) by the x-ray tech. The system was in the hallway getting testing in the morning before cases.

Manufacturer narrative:
H3, h6: a manufacturer representative (rep) went to the site to test the imaging system. It was reported that there were split door covers and the 135 degree cover was damaged. The rotor was not in a correct position which caused the door not to close completely. The rotor was homed, split door covers were removed, and door was closed/opened with no issues. The covers were reinstalled and adjusted so covers were no longer preventing the door from not closing. The rep was unable to duplicate the issue of system will not dock. The system docked multiple times with no issues. Codes b01, c07, and d02 are applicable to this evaluation. A150204: applicable to gantry door not fully closing a1502: applicable to system would not dock a090501: applicable to system not being able to spin medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the gantry door was not fully closing. The system would not dock or spin. The site tried reopening and closing multiple times with no resolution. It is unknown if there was a delay, and if there was an impact to patient.